Event description:
During successful revascularization of a pulseless leg by percutaneous transluminal angioplasty, a small tip of the abbott hi-torque whisper guidewire disconnected and was left behind. It was felt to be too difficult to pass a snare through to retrieve the tiny piece of wire due to the size of the vessel. The risk of attempting to retrieve it outweighed the benefit.====================== health professional's impression======================torque required to pass through severely occluded atherosclerotic vessels may have cause the tip of the guidewire to disconnect.